Event description:
It was reported that at implant, the lead had poor sensing and increased thresholds in multiple areas of the right atrium. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cute. There was blood in/on the helix/lobe mechanism. Visual analysis noted damaged at implant.